Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 1 diabetes mellitus. Concomitant products included insulin aspart (novorapid) and insulin degludec (tresiba) for diabetes. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), fatigue ("fatigue (severe)"), arthralgia ("pain in joints"), head discomfort ("weird feeling in head (fuzzy head)"), muscle spasms ("leg cramps"), rash ("skin rash on trunk"), hot flush ("hot flashes"), mood swings ("mood swings") and heavy menstrual bleeding ("heavy menstruation"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, fatigue, arthralgia, head discomfort, muscle spasms, rash, hot flush, mood swings and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, fatigue, head discomfort, heavy menstrual bleeding, hot flush, mood swings, muscle spasms and rash with essure. The reporter commented: that her blood sugar level did not change for months and that still has symptoms but for the most part they are gone. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-nov-2021: new adverse events added: severe fatigue, pain in joints, weird feeling in head (fuzzy head), pain in lower abdomen, leg cramps, skin rash on trunk, hot flashes, mood swings, heavy menstruation. The medical device removal was added as a non-drug treatment of abdominal pain lower, patient´s date of birth, concomitant drugs, medical history and the essure´s start and stop date were received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.